Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. Customer states they tried replacing the battery 2 times but nothing was coming out from his pump, there was no power like a blank screen or dead screen. The customer states display was blank and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or partial display/missing segments noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored and no unexpected powering off, blank display or partial display/missing segments noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.